Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the extensive adhesiolysis was performed taking down all adhesions removing old mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/16/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: appropriate term / code not available (e2402) utilized to capture incarcerated omentum. Additional information: d4 (UDI) corrected information: d6b additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 and unknown mesh was implanted. There was incarcerated omentum. Adenolysis was performed taking down all adhesions. Multiple hernia defects superior and inferior. Hernia sacs were all opened and excised. Patient had mesh that had multiple suture concerning for infection. Seroma was reduced. No additional information provided. Other procedure was captured in a separate file. Mwr-(B)(4) submitted for adverse event which occurred on 10/22/2015. Mwr-(B)(4) submitted for adverse event which occurred on 7/6/2017. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.